Event description:
During eye surgery, the pedal on the constellation machine would not work. The alcon rep was called and instructed to plug and unplug the machine in order to reset it. This did not fix the problem. Equipment was borrowed from another facility and the procedure was completed without difficulty. The patient had no ill effects from this incident. Later, it was determined that it was actually the cord to the device that failed. It was sent to our in-house biomed department for repair.